Event description:
A report was received that after a polygraph test, the patient was experiencing swelling, pain, and a burning sensation at the pocket site. The patient is experiencing these symptoms with the device on and off. The patient was prescribed a lidocaine patch to relieve these symptoms. The patient is no longer experiencing these symptoms after the patch was prescribed.